Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir will not lock into place and it will not stay in tight. Customer stated that the reservoir keeps popping out and there was chipping at the top of the reservoir chamber. Customer's blood glucose reading at the time of the incident was 400 mg/dl. Customer declined to troubleshoot for the high blood glucose readings. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is being replaced.